Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred occasionally between (B)(6) 2026. Performance data was reviewed. The allegation alert/notification settings was not found within the investigation window. The allegation was undetermined. However, it was found that egvs not updating issue occurred within the investigation window. Insert one of the probable causes below. No injury or medical intervention was reported.